Manufacturer narrative:
(B)(4). Mechanical (g04) ¿ femur 4756. D6b: 2014. D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure due periprosthetic fracture approximately 12 years post implantation. No further information is available.